Event description:
It was reported that when the patient presented in-clinic for routine follow-up high, out of range, pacing lead impedance and high capture threshold were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. The portions of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be completed.